Manufacturer narrative:
Additional information: weight and ethnicity: unknown, information not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Device evaluation: product testing could not be performed because the product was not returned as it was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was fully inserted into the patient's ocular sinister (left eye) when the doctor noticed the trailing haptic was detached. Iol was removed and replaced with another iol with the same model and different diopter size during the same procedure. There was no patient injury, no surgical intervention, and no medical intervention. Patient outcome was reported as stable. Iol is not available for return as it was discarded. No further information is available.